Event description:
The issue of concern is regarding intuitive' s davinci sp robotic machine. There is a potential safety issue with the cleaning/reprocessing phase of the this equipment. Intuitive released new robotic instruments before sonic manufacturers have made a compatible hookup for sonic machine cleaning. For cleaning, the davinci sp requires a dual hook up however currently none of the ultrasonic manufacturers have a dual hookup for the sp available. A single prong/hook up fits but then you have to run the da vinci instrument twice in the sonic. The result of this process is not ideal in a real world application, the process becomes incredibly labor intensive. Picture of the hookups we have. The 2 prong hookup that we have is a little bigger than the 2 holes on the new sp instruments. So there is no compatible 2 prong hookup available for the sp yet.